Event description:
It was reported by service report that the chair had excessively worn wheels. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - wheel assembly.